Event description:
It was reported that when using the bd pyxis¿ medbank tower had a cubie drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue item due to failed cubie drawer. A field service engineer found pocket tray in drawer 6 was bad, tried to fix, but the wire was broken. So, replaced the tray with a spare. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.